Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer satisfied. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 8/23/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms. He advised that his condition worsened and on (B)(6) 2017 he was admitted to (B)(6) hospital. He was diagnosed with hyperglycemia (490 mg/dl using hospital's meter) attributed to medications and antacids which customer was told by hospital staff can raise glucose levels. His medications were changed from novolin r to 70/30 and metformin which is new for him. He was discharged on (B)(6) 2017.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of blurry vision, excessive urination, thirst and fatigue. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 452 and 463 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is less than a month ago. The meter memory was not reviewed for previous test result history. Customer was calling in because he wanted to know if we manufacture ketone strips. While troubleshooting the customer stated he was experiencing blurry vision, excessive urination, thirst and fatigue. Earlier today he tested fasting (before the call) and obtained a reading of 439 mg/dl and 463 mg/dl. After taking insulin, the number went down to 452 mg/dl non-fasting. Customer is not alarmed by the high readings. Customer is insulin dependent. He took 25 units of novolin r while I waited for him to take insulin dosage. Customer retested while I was on the line and was able to see that the results were going down. Test strips were opened less than a month ago. Strips are stored in his living room.